Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an ent surgery, the procise wand emitted sparks, tip of the wand seems to be broken as per the picture provided. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: h2: corrected information h6: medical device problem code

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. There is evidence of arcing between the spacer and metal tube. The spacer has melted on one side exposing the electrode legs. The metal tube is burnt and eroded. Product was out of the original packaging. No packaging returned. A functional evaluation showed the device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation. There was arcing between the spacer and shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include 1) used non-conductive media. 2) contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.